Event description:
Three days following an uneventful endometrial ablation, patient admitted to hospital with elevated wbc, and diarrhea. Patient was treated with antibiotics and released. Physician reported patient is recovering fine.